Manufacturer narrative:
(B)(4). The device has been requested for return; but has not been received. A supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
According to the customer: "patient was placed on va-ECMO (veno-venous extracorporeal membrane oxygenation) with cardiohelp and hls advanced 7.0 set with an approximate flow of 3l/min at around 6pm on (B)(6) 2015, transmembrane pressure less than 10mmhg. After 7hours on pump (approximately 1am), the intra-membrane pressure rose to 80mmhg and soon to above 150mmhg, flow dropped to 1.9l/min. User physically checked the oxygenator. No visible clots were seen on the pre and post-oxy membrane. Decision was made by the physician to perform a circuit change-out. Flow returned #to 3l/min with transmembrane pressure 10mmhg after change-out. (B)(4).

Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. No abnormalities or signs of clotting were found. The product was further tested for its o2 & co2 transfer. Performance and for its pressure drop behavior in the qa. Laboratory according to lv 009. No abnormalities were found, the product operated according to its specification. Based on this the cause of the failure "transmembrane pressure rise above 150 mmhg" was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).